Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported that they think the patient's implantable neurostimulator (ins) was in over discharge (od) because the patient has not been charging for probably two months. It was also stated that the patient programmer, recharger and tablet failed to communicate. The rep was asking about the physician reset mode (prm). No patient symptoms reported. Additional information was received from the rep stating that over discharge was confirmed. The rep called tech services who walked them through how to bring the patient out of discharge, charged the device, turned him back on and ordered a new part of the recharger that arrived today. The issue was resolved.